Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarm during our testing. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
A follow up conversation with the customer regarding the no delivery issues; the customer stated that he is unaware of high blood glucose that they ranged 302, 457 and then 544 that is when the customer felt week and passed out for approximately 3 ½ hours, when he looked at the insulin pump he had a no delivery alarm on it. The customer stated that they have tried all remedies, customer was advised the insulin pump will be replaced, advised the customer retrieve and save the settings on the insulin pump and to revert to the backup plan per the health care professional instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was unknown mg/dl. The customer is explained no delivery alarm and possible causes and advised to disconnect at the quick release. The customer is assisted in performing a 5.0 units fixed prime and the insulin did exit. The customer is currently no having issues with no delivery but we are running a delivery troubleshoot just to rule out any potential issue with the device. The customer was advised that the device is working properly.